Event description:
Consumer stated that after using the dr sheffield staydent denture adhesive cream the skin on her tongue came off, and her lips were burned. The consumer did not seek medical attention for this event.

Manufacturer narrative:
No recorded incidents were identified during the process review that could be related to the adverse event. The suspect sample and a reserve sample of the same lot (40521) was visually examined for physical attributes. Both samples were within specification with no identifiable abnormalities. A specific root cause for the consumer's reaction could not be determined.